Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a smart touch unidirectional sf for which biosense webster¿s product analysis lab (pal) identified the pebax was over stretched and torn. It was initially reported by the customer that during the operation, error code '101' was displayed. A second device was used to complete the operation. There was no adverse event reported on the patient. The customer's reported error 101 not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 6-nov-2025, the bwi pal revealed that a visual inspection of the returned device found the pebax was over stretched and torn. The finding was reviewed and assessed the issue as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: visual inspection revealed the pebax was over stretched and torn; no other damage or anomalies were observed on the device. Per the reported event, the device was connected to the carto 3 system and it was recognized and visualized correctly. No 101 eeprom error or other errors were found; however, error 106 displayed on screen due to an open circuit at the tip area. A manufacturing investigation was requested to investigate the pebax condition. Upon dissection of the device, it was found that the irrigation tube was partially perforated and presenting an inflated condition, which caused a leakage in the irrigation tube that could have increased the pressure on the pebax and subsequently the torn condition observed. The damage on the irrigation tube aligns with issues typically detectable by leaking test filters. Moreover, incorrect mandrel insertion angle can damage or perforate the irrigation tube; this suggests that manufacturing/man is contributing to this defect. In addition, a reddish-brown material was found inside the irrigation tube and the dome; for this reason, a fourier transform infrared spectroscopy (ft-ir) was requested and the results indicated that the particles in the irrigation tube and the dome are biological composition in origin; therefore, the biological material could be related to the procedure. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The eeprom error (101) reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The carto® 3 system instructions for use (IFU) contain the following information: an invalid catheter eeprom format or unsupported device is detected. Replace the catheter to continue. The force sensor error and pebax condition observed during the analysis are unrelated to the issue reported by the customer. The potential cause of the force issue could not be determined. The cause of the pebax damage is related to the irrigation tube damage and this is traced to the manufacturing process. An awareness session was conducted for the personnel involved to avoid this issue. Explanation of codes: investigation findings: material and/or chemical problem identified (c06), operational problem identified (c13) and manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) and hose (g04069) were selected as related to the damage on the pebax and the perforation on the irrigation tube identified by the bwi pal investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the error 106 encountered product evaluation by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported error 101. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional sf approved under p030031/s078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).